Event description:
The manufacturer received information alleging a "low circuit leak" alarm occurred during the use of a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Code e-41 had occurred. Water ingress was observed inside the device. The device's main board was replaced. Due to the water ingress, the blower, outlet flow path, and right-side assembly were replaced to address the issue.